Manufacturer narrative:
This is a supplemental report to MFR. Report #:9610816-2017-00315.  The FDA registration number initially chosen was incorrect.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported there was no patient involvement.